Event description:
Healthcare professional reported left side rupture with double capsule "very thick." Patient reported "noticed some lumps" which are not device related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe. ¿ double capsule: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening device assessed as unidentified (tear) opening. Lump/nodule: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.1, d.2a, d.2b, d.4, d.9, g.4, h.3, h.4, h.6.

Event description:
Healthcare professional reporting left side rupture with double capsule "very thick." Patient reported "noticed some lumps." Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of double capsule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, double capsule, lump/nodule.

Event description:
Healthcare professional reporting left side rupture with double capsule "very thick." Patient reported "noticed some lumps." Device has been explanted and replaced with a non-allergan device.